Event description:
A customer contacted baxter technical services to report a check your position alarm on the homechoice device during fill 1. The homepatient (hp) stated, the patient line clamp closed during prime and there was air in line. The technical service representative had the hp end therapy and advised use of new disposables. On (B)(6) 2010, product surveillance spoke with the nurse regarding the air in the line. The nurse indicated that the patient did call her, but he was unsure of what happened. The nurse confirmed that the patient is fine and is continuing with therapy. No medical intervention or patient injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the use error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.